Manufacturer narrative:
Article reference: physiology & behavior, 94, (2008), 136-153; de-stabilization of the positive vago-vagal reflex in bulimia nervosa. Faris, pl, et al.

Event description:
Reporter indicated during MFR review of published literature article titled "de-stabilization of the positive vago-vagal reflex in bulimia nervosa" that for one vns pt it was noted during explant of the vns therapy system that the lead electrodes had migrated. Attempts for further info from the reporter are in progress.